Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: lower back pain'), genital haemorrhage ('abnormal bleeding(general)'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included overweight and insomnia. Current weight (B)(6). Previously administered products included for prevent pregnancy: mirena in 2010. Concurrent conditions included right upper quadrant pain, epigastric discomfort, nausea, biliary dyskinesia, stress urinary incontinence, cough, sneezing, dysuria, uti, dysfunctional uterine bleeding, restless legs syndrome and celiac sprue. Concomitant products included calcium carbonate since 2017, ciprofloxacin, duloxetine hydrochloride (cymbalta) since 2016, etodolac since 2016, gabapentin from 2015 to 2017, lidocaine since 2016, metformin since 2017, milnacipran hydrochloride (savella) since 2015, nortriptyline from 2015 to 2016, omeprazole (omepra) since 2017, pregabalin (lyrica) since 2015, tramadol since march 2017 and trazodone since 2015. In 2013, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6)2014, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain: bilateral leg pain"), 1 month 9 days after insertion of essure. In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), small fibre neuropathy ("autoimmune disorder type of disorder: small fiber neuropathy"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy - laparoscopic assisted vaginal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, small fibre neuropathy, migraine, fatigue, weight increased, adnexa uteri cyst, fibromyalgia, dysmenorrhoea and pain in extremity had not resolved. The reporter considered adnexa uteri cyst, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pain in extremity, small fibre neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 loop at right and left side was visualized at the opening of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, low back pain, dysmenorrhea, migraine, headaches, small fiber neuropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr was received. Previously added injury nos was replaced with abnormal bleeding (vaginal) and new events abnormal bleeding (menorrhagia), small fiber neuropathy, migraines / headaches, fatigue, weight gain, paratubal cysts, abnormal bleeding (general), fibromyalgia, dysmenorrhea, bilateral leg pain, lower back pain, device monitoring procedure not performed were added. Date of removal was added. New reporters were added. Patient demographic was added. Concomitant and historical drugs were added. Patient concomitant and historical condition were added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report